Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. There was no reported impact to the customer¿s blood glucose level. A replacement pump was arranged by technical support as the device failed to charge properly. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.